Manufacturer narrative:
The blood pump pu valves; 10 ml in/out; ø 6 mm, s/n (B)(6) was used on the patient from (B)(6) 2026 until the pump was replaced on (B)(6) 2026. The event occurred on (B)(6) 2026, which is (48 days) after the pump was placed on the patient, who is being supported with an excor ikus driving unit. We have reviewed the production records of the excor blood pump. This pump was produced according to our specifications.

Event description:
The site contacted berlin heart clinical affairs (ca) on (B)(6) 2026 to report that a patient experienced increased hemolysis on (B)(6) 2026. The hemolysis values increased to three times the upper limit of normal: ldh from 367 to >1350, pfhgb > 50. The excor blood pump continued to function as intended maintaining complete filling and ejection throughout. No deposits were noted in the pump.